Manufacturer narrative:
No injury to patient reported. Device evaluation confirmed the reported issue of shaft frosting. Shaft frosting is due to a failed vacuum sleeve.

Event description:
During the procedure it was noticed that frost was forming up the shaft of the probe. It was approximately 2 - 3 mm distal to the patients skin. The frost did not contact the patients skin. The patient was not impacted by the formation. Otherwise the needle performed as expected. It was used with a second needle. Both formed the anticipated ice ball. Rep noticed the frosting and instructed the technician to save the needle for investigation.